Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that verification was not attempted, but the rep did not think that the probe would have passed verification.

Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site went to use the passive planar probe and noticed that the tip was completely bent. The physician did not want to perform verification based on visual inspection. The site was able to get another probe for the remainder of the case. There was no delay to the case, and there was no impact on patient outcome.